Event description:
Note: the date of event is unknown. It was reported to boston scientific corporation that a leveen coaccess electrode system was used during a renal rfa procedure performed in 2007. According to the complainant, the device, in conjunction with the appropriate treatment algorithm, was used to successfully ablate the approx 3.5 centimeter renal carcinoma. Due to the close proximity of the surrounding bowel, a 22-gauge fine needle was inserted prior to ablation to infuse solution in order to 'hydro dissect' the bowel away from the potential ablation zone. After less than a week, the pt was re-admitted, complaining of feeling unwell. An abdominal CT was performed to determine if a thermal injury to the bowel had occurred. However, the test was inconclusive. Further investigations, including endoscopy and flexible sigmoidoscopy, were carried out to identify cause of worsening pt condition. As his condition deteriorated, the pt was admitted to intensive care and placed on ventilation to help with a septicemia secondary to mrsa infection. A barium swallow procedure was carried out which confirmed a bowel injury and he later died of multi organ failure. The physician is confident that the original rfa case was uneventful and the circumstances that followed were a series of unfortunate events.

Manufacturer narrative:
Date of death - unknown. Other, bowel injury, organ failure. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device was disposed and will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed.